Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported a patient presented with pain in both eyes one week post photorefractive keratectomy. The patient was noted to have dry eye and symptoms resolved ten days later. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.